Event description:
The pt was hospitalized for hypoglycemia after administering excess insulin to correct for elevated blood glucose levels. The pt was also treated for dehydration and infection.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt reported that excess insulin was administered to correct elevated blood glucose levels resulting in hypoglycemia. Insulin pump therapy was resumed at discharge and the pt continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.